Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 30 mg/dl range. Cause was not known. Customer's husband brought customer glucose tablets to consume to address bg. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.